Event description:
The customer reported that there were scratches on her insulin pump monitor. The customer's blood glucose was 69 mg/dl. She was advised to discontinue use and revert to a back-up plan. Nothing further was reported.

Manufacturer narrative:
A cracked reservoir tube lip, cracked battery tube threads and minor scratches on the display window were noted during the visual inspection.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.